Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-02432. It was reported that during the 14-day post-op appointment, clinician programmer showed the patient¿s ipg was at 2.74v. The abbott representative provided the ipg¿s generator logs which showed that one day after implant the ipg voltage was at 2.78v and had reached <2.73v on (B)(6) 2023. Surgical intervention was undertaken where in the system was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The reported observation of ¿ipg reading 2.74v¿ was confirmed. The observation was due to the device having a depleted battery prior to its expected end of life. The root cause could not be ascertained due to the device condition as received. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.